Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, a photo was provided for review. The investigation of the reported event is currently underway. H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a recanalization procedure in the superficial femoral artery of the lower limb, the catheter was allegedly jammed during advancement. It was further reported that a snag occurs the catheter cannot be allegedly withdrawn smoothly along the guidewire. Reportedly, the guidewire and catheter were withdrawn from the body, and the broken part was withdrawn together. The procedure was completed using another device. There was no reported patient injury.

Event description:
It was reported that during a recanalization procedure in the superficial femoral artery of the lower limb, the catheter was allegedly jammed during advancement. It was further reported that a snag occurs the catheter cannot be allegedly withdrawn smoothly along the guidewire. Reportedly, the guidewire and catheter were withdrawn from the body, and the broken part was withdrawn together. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the physical device was not returned for evaluation. One photo was provided and reviewed. The photo shows the detached seeker catheter and blood residue in the proximal part of the catheter. Therefore, the investigation is confirmed for the reported detachment as the photo review shows the detached seeker. However the investigation is inconclusive for the reported device-device incompatibility as there was no evidence for the failure. A definitive root cause for the alleged device-device incompatibility and detachment could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.